Manufacturer narrative:
Device 4 of 10 . Common device name: catheter, urethral. Procode: gbm. Complainant city: (B)(6). Patient country: france. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the marker placed on the proximal end of the catheter (bucket) is offset from the curvature of the distal end of the catheter (tiemann)". Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Urinary catheter in question was manufactured under sap material (B)(4) gentlecath air men coude ch12 1x10 eur and manufacturing lot # 2f00803 in amount (B)(4) pcs in june, 2022. Catheters were produced under subassembly lots at machine a097. Tip/funnel alignment should be within tolerance ± 45 ° in both directions. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422 on catheter machine a097. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: - eyelet no punch - hangnail left in eyelets - position of connector indicator and bent tip of catheter within event tw#(B)(4) was executed correction to improve packaging process of catheters in question. Update g805351 ver 4.0 to describe the packaging process in more detail. Pi g805351 was made effective on 03-aug-2022. Lot 2f00803 was produced before the correction was implemented. Because the defect was also confirmed on glide tiemann catheters based on received samples the investigation process has been started under related event 1553226 to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. As short-term solution, for gc air for men product primarily, recommendation is to introduce sorting of bulk gc low-friction catheters coming in the process of coiling the way that only the catheters with aligned bobbin shape coil and tiemann tip/funnel indicator will be used for this production. The rest of the catheters should be used for production of gc glide catheters where pre-coil of the catheters does not increase the risk of catheter twisting. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is also recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion is going on. Software change request (g806010 form 1) for machines a097 and a116 should be approved to the end of april 2023. CAPA 1592067 is in progress. No additional action is required and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4)